Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01us-delsys, expiration date: 14-feb-2020, serial#: (B)(4), UDI #: (B)(4), mfg date: 06-sep-2018, patient code(s): c76143. Device code(s): c63318, FDA method code(s): 4117, FDA results code(s): 3221,FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) high thresholds and non capture were reported during positioning attempts. It was also reported the delivery system would not advance with forward pressure and would pull off the septal wall. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: return date: 10-mar-2020. Dev rtn to MFR? Yes. Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. If information is provided in the future, a supplemental report will be issued.